Event description:
In 2009, the pt reported experiencing elevated blood glucose of 292 mg/dl due to recurrent e4 (occlusion) errors during the night. She stated that the cannula of her infusion set was bent. She changed the infusion site and tubing and reconnected to the infusion device without error. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.